Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to deflect the steerable guide catheter tip. It was reported that on (B)(6) 2018, the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) of grade 3. The steerable guide catheter (sgc) was left on minus after device preparation, while the transseptal puncture was performed. The sgc was then inserted into the patient anatomy. When the minus was removed, the physician felt that the sgc did not return properly to the neutral position and remained curved towards the roof of the atrium. The device was not used and was removed without difficulty. A second sgc was used and two clips were implanted, reducing the mr from grade 3 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported mechanical issue of steerable guide catheter (sgc) unable to straighten guide was not confirmed as the returned device was able to be straightened. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported mechanical issue of sgc unable to straighten guide appears to be related to patient morphology/pathology due to the rotated heart as a rotated heart can result in increased tension on the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.